Manufacturer narrative:
As a result of investigation, no problem was found with the device. Energy output was within specification. (0.6mj - max.: within +/- 20%, min. - 0.5mj: within +/- 0.1mj). Focus shift was within specification. (+/- 50um). Corn angle of yag laser beam was within specification. (Angle of 16 degrees +/- angle of 2 degrees). Focus point for binocular microscope is within specification. (Below +/- 0.5mm) there is no problem found with the device, and it functioned properly as specification. It is considered the incident was caused by inadequate user handling, and no patient injury was reported. This event was reported by the facility in (B)(6), however; nidek determined this incident is a reportable event as same device model is marketed in the united states, and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
The patient got pitting lens with yag laser model yc-1800 which was repaired at nidek facility. We received information that there is no patient injury. The device was investigated ((B)(4)), and confirmed there is no problem with the device.